Event description:
Boston scientific crm rec'd info that this lead exhibited oversensing of noise that resulted in pacing inhibition. In a revision procedure, the lead was explanted and successfully replaced with a new lead. No adverse pt effects were reported.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. Particularly with regard to the electrical issues as mentioned in the complaint, the analysis did not show any deviations from the specs. The cuttings in the outer insulation and the deformed coil are most likely due to excessive mechanical stress during the explantation procedure. The analysis did not reveal any sign of a material or mfg problem.